Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir compartment. Customer stated that the reservoir edge has been peeling off and the whole plastic edge has broken off and it can no longer hold the reservoir into place. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.